Manufacturer narrative:
After further review MFR#2916837-2020-00294 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facsymphony¿ so waste leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the sip is dripping. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Waste line was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No was the fluid spraying out from the point of the leak? No was the waste mixed with decontamination / bleach solution? No are you using this for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No software version? Unknown leak (if yes explain)? Yes (B)(6) : 2020-11-10 14:24:43 (gmt) subject: call 11/10/2020, 9:12:26 am user: (B)(6) created on: 2020-11-10 14:12:27 call activity comment: null (B)(6) : 2020-11-10 14:17:47 (gmt) customer problem: gff - sip dripping steps taken with customer/troubleshooting: see case description are you using this for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No software version? Unknown leak (if yes explain)? Yes was the leak contained within the instrument? No was the leak in a customer accessible location? Yes what was the fluid that leaked? Sheath what is the source of leak -- waste line or non-waste line? Waste line was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No was the fluid spraying out from the point of the leak? No was the waste mixed with decontamination / bleach solution? No (B)(6) : 2020-11-10 14:14:57 (gmt) sip dripping

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facsymphony¿ so waste leaked outside of instrument. The following information was provided by the initial reporter: it was reported that the sip is dripping. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Are you using this for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes.